Event description:
The technician manually raised the head section to look for error codes and when he plugged the bed back in, the head section ran down unintentionally. The bed has no functions working including the air system. All of the leds are lit on the siderails.

Manufacturer narrative:
The technician replaced the ucb and lcb circuit boards but the issue remains. He isolated the issue to the head drive motor. He replaced the head drive motor to repair the bed.